Manufacturer narrative:
The unique device identifier for this device is (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after an interlink catheter extension set was connected to the patient¿s non-baxter peripheral IV catheter, the clinician was unable to flush the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.